Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the 38mm length to 3.0mm width left circumflex (lcx) artery. A 38 x 3.00 promus premier drug-eluting stent was advanced, resistance were encountered in the severely tortuous and calcified lcx. It was noticed that after multiple attempts to navigate the device, the tip of the stent struts was lifted. The device was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the 38mm length to 3.0mm width left cicumflex (lcx) artery. A 38 x 3.00 promus premier drug-eluting stent was advanced, resistance were encountered in the severely tortuous and calcified lcx. It was noticed that after multiple attempts to navigate the device the tip of the stent struts was lifted. The device was completed with another of the same device. No patient complications were reported. A 38 x 3.00 mm promus premier ous mr stent delivery system was returned for analysis. A visual examination of the stent found damage to the distal end of the stent with stent struts bunched in a proximal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. A visual examination of the balloon showed bunching to the proximal balloon cone due to the stent damage. A visual and tactile examination of the hypotube found a hypotube break 410 mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.